Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced hyperglycemia after an infusion set change, with blood glucose readings reported as ¿high,¿ approximately 544 mg/dl, and later 532 mg/dl, which began to decrease to 462 mg/dl following replacement of the infusion set and continued monitoring. Symptoms included elevated blood glucose and trace ketones. Outcomes included no hospitalization, no emergency treatment, and recovery trend with glucose decreasing after troubleshooting. Investigation included customer support troubleshooting and education by phone. Investigation of this case revealed that the event was consistent with inadequate insulin delivery likely related to the infusion site or set performance immediately after a set change. It was concluded that the event was user-manageable with site change and monitoring, and that device malfunction was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.